Event description:
The customer reported low blood glucose levels. The customer has not been hospitalized, but the paramedics have been called several times. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.